Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of difficulty inserting the driveline into the system controller was unable to be confirmed. A review of the log files, extracted from (B)(6) , contained data spanning approximately 7 days (2dec20 ¿ 3dec20, 16dec21, 19may22 ¿ 20may22, 6sep22 ¿ 7sep22 per timestamp). On 6sep22 at 19:43:21, the system controller was powered on by connecting to the mobile power unit. The driveline was not connected and the pump was off until the end of the log file. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient¿s controller, (B)(6), was beeping for an unknown alarm and the patient attempted a controller exchange. The patient was unable to connect the drive line into the backup controller, (B)(6). Additionally, the driveline was disconnected and the pump was off for around 20 minutes. No additional photos or documents were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the driveline being disconnected in the log file may be associated with the patient having difficulty inserting their driveline. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had a syncopal episode. The patient's wife noted that, when their partner went into their bedroom to change to their mobile power unit (mpu) on (B)(6) 2022, their controller had an alarm that sounded like a low battery alarm. The patient's wife found the patient trying to exchange their controller. The patient had put the controller on the mpu but was having trouble getting the driveline into the new controller. The patient handed their wife their controller to insert the driveline and then passed out. Their wife stated that she believed she inserted the driveline correctly but was unsure. She also stated that she was unsure which alarm was on the controller when the patient attempted the controller exchange. They stated that the pump was off for about 20 minutes and the driveline disconnected. Log files for the patient's current primary controller, not in use during the event, found only pulsatility index (pi) events starting on (B)(6) 2022 at 05:43. The patient's controller in use during the event had backup battery fault, pump off, and low flow alarms. The controller clock was incorrect. A review of the log files revealed that the patient's offending controller was connected to the mpu on (B)(6) 2022 at 19:43, but the driveline was never connected as the ventricular assist device (vad) numbers were all zero. The pump was off on (B)(6) 2022 from 19:43 to 20:23. Related MFR number: 2916596-2022-14014; 2916596-2022-14082.